Event description:
International customer reported that a patient developed an infection at an unspecified time following an orthopedic procedure. The patient was re-admitted to the hospital for treatment. The patient is reported as "recovered."

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.